Event description:
It was reported through remote transmission that an episode of non-sustained ventricular oversensing due to one beat with loss of capture was observed. Patient will be brought into the clinic for testing. No further information available.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2017 due to chronic high capture threshold. The patient was stable.